Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. On site analysis by a field service engineer (fse) identified that the suite pc software was the cause of the system not starting. To resolve the issue, the fse reinstalled the suite pc software. After the software reinstallation, the system was returned to use in good working order. Log file analysis confirmed a problem with the suite pc software. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.